Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore® dryseal flex introducer sheath instructions for use (IFU), states, adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.)

Event description:
On (B)(6) 2018, the patient underwent treatment of a thoracic aortic aneurysm with conformable gore® tag® thoracic endoprosthesis using a gore® dryseal flex introducer sheath. The sheath was advanced via the right common femoral artery (rcfa). It was reported that post implant of the after the conformable gore® tag® thoracic endoprosthesis a rupture of the rcfa was observed. An artificial blood vessel was implanted to repair it. It was reported that access vessel was narrow (size unknown) however no resistance during the advancement or withdrawal of the sheath was noted. The patient tolerated the procedure.